Event description:
This is a solicited case report received from a consumer via social media in united states on (B)(6) 2015 which refers to a female consumer of unspecified age who was involved in a active online listening, study number: (B)(4). Study description: essure® generic active online listening. Consumer reported that essure was placed in (B)(6) 2013 and on (B)(6) 2014 she had laparoscopic hysterectomy. She stated that they (micro-inserts) tore through her fallopian tubes, one was embedded in her uterus, protruding through it actually. The other was floating around in her abdomen. Consumer associated all the events to essure and stated that she was 5 weeks post-operative and felt better. Follow-up received on (B)(6) 2015. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: the symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this is a solicited case report which refers to a female consumer of unspecified age who was involved in an active online listening, had essure (fallopian tube occlusion insert) inserted and they (essure coils) tore through her fallopian tubes. The event, seen as fallopian tube perforation, is serious due medical importance and listed in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure insertion or removal. In this case, the micro-inserts tore through her fallopian tubes. One device was embedded in her uterus (protruding through it) and the other one was floating around in her abdomen. At the time of the report, she was 5 weeks post-operative and was feeling better (recovering). Based on available information and event's nature, causality is assessed as related to essure and since a laparoscopic hysterectomy was performed (required intervention), the case is regarded as incident. Technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.